Event description:
A muscle relaxant given at the start of the procedure did not enter the pt because the infusion pump ran low on power and stopped infusing. The pump was plugged in, but it did not resume the infusion, nor did it alarm to indicate it was in standby mode, like it does whenever it is in standby entered by other nurses. The infusion pump was restarted in the recovery room and the pt became paralyzed and required intubation and ventilation. Pt was extubated after the paralysis resolved. No harm came to the pt.